Event description:
A hudson/modified trinkle reamer was sent for evaluation because it was leaking an unknown fluid. No further information was provided by the account.

Manufacturer narrative:
Device evaluation is in progress; additional information will be submitted once the quality investigation is completed.